Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the plee60a jaws would not open. No other details known at this time. No patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c60g. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.